Event description:
The manufacturer received information that a patient with a dreamstation auto bipap device passed away and the patient¿s wife wants to return it. There were no further details provided. There was no allegation that the device contributed to the death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.